Manufacturer narrative:
The reported events of stylet could not be inserted and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was overtorqued and some filars were broken consistent with procedural damage. After cutting the lead and cleaning the distal portion, the helix could be extended and retracted by applying torque directly to the inner coil. The full helix extension length measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and overtorqued and broken filars of the inner coil while the reported event of stylet could not be inserted was due to the overtorqued inner coil consistent with procedural damage.

Event description:
During an implant procedure, the right atrial (ra) lead dislodged after positioning the lead in the right atrium. When repositioning was attempted, the stylet was unable to be inserted into the ra lead. The ra lead was explanted and a ra lead was not implanted to resolve the event. The patient was stable.